Event description:
A consumer reported that a pt experienced hyperglycemia while using a one touch meter. On 2001, pt fasting blood glucose was 138mg/dl at 07:30am on ot meter. Pt took set amount of am insulin. About 1-11/2 hours later, pt started to vomit. Pt's blood glucose was 228mg/dl on ot meter at 01:30pm. Pt looked dehydrated. Pt was taken to emergency room where their blood glucose was hi. Pt was admitted and treated for hyperglycemia. No comparison with hosp meter has been done. No further info has been reported.